Event description:
Subsequent to the supplemental MDR, a correction is required.

Manufacturer narrative:
(B)(4). MDR regulatory awareness date/ remove 6/13/2023 - correction to 7/14/2023.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. The patient came home after his work and went straight to the tub to take a bath. He then went to sleep, however when he woke up in the morning, he started to experience nausea, severe abdominal pain and vomiting. He noticed that the dexcom sensor and insulin pump was no longer sticking on his abdomen. His mother called an ambulance. It was reported that the patient had difficulties talking. There was no medication provided while he was in the ambulance. The paramedics took a blood glucose reading which was around mid 400 mg/dl. They took the patient to the emergency department (ed) and there they took a bg reading which was around mid 500 mg/dl. They treated the patient with IV insulin and he was admitted to the hospital. At the time of the report the patient was still at the hospital but was stable. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. The patient stated that the sensor and insulin pump "fell out" after he took a bath from work. When he was about to sleep he started to experience intense vomits and nausea. His mother called an ambulance. It was reported that the patient had difficulties talking. There was no medication provided while he was in the ambulance. The paramedics took a blood glucose reading which was 400 mg/dl. They took the patient to the emergency department and there they took a bg reading which was 500 mg/dl. They treated the patient with insulin and he was admitted to the hospital. At the time of the report on (B)(6) 2023, the patient was still in the hospital. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.